Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was far p-wave oversensing that caused mode switches. Programming changes were made to resolve the issue. The patient was stable.